Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report cal error alerts, sensor error alerts, sensors that ended after 1 day, sensors that came out with the serter, and bent cannulas. The customer's blood glucose level was unknown. The customer was advised to return the sensor and that she would receive a replacement.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance test. The sensor failed per specifications. Also found the cannula bent. Unable to confirm the customer received the sensor in said condition due to the product being returned opened/used.